Event description:
The report received from the field indicated that during an interventional endovascular procedure, the physician was manipulating the sport (non-cordis) guidewire. While doing this, the guidewire tip unraveled and became stuck in the outback device and was not able to be freed/withdrawn. The guidewire distal tip sheared off and was successfully removed together with the outback system. The physician used another outback to successfully complete the procedure. There was no reported patient injury. The separated piece of the guidewire was removed from the outback device at the prep table (after removal of the whole system) using forceps. The target lesion for the procedure was the superficial femoral artery (sfa). No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the field indicated that during an interventional endovascular procedure, the physician was manipulating the 'sport (non-cordis) guidewire. While doing this, the guidewire tip unraveled and became stuck in the outback device and was not able to be freed/withdrawn. The guidewire distal tip sheared off and was successfully removed together with the outback system. The physician used another outback to successfully complete the procedure. There was no reported patient injury. The separated piece of the guidewire was removed from the outback device at the prep table (after removal of the whole system) using forceps. The target lesion for the procedure was the superficial femoral artery (sfa). No additional information is available. The device has not been received for analysis. A review of the manufacturing documentation associated with final assembly lot 15182885 and the associated cannula subassembly lots, braided cannula subassembly lots, outer shaft subassembly lots, and nosecone subassembly lots revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on test results which have shown compatibility with the outback, the instructions for use lists guide wires recommended for use with the outback. It further outlines that failure to use a recommended guide wire may result in damage to the guide wire, such as, abrasion of the hydrophilic coating, release of polymer fragments, separation of the wire, or inability to withdraw the ob-ltd over the guide wire. The sport wire used for this procedure is not included in this list. Without the return of the device for analysis, no definitive conclusion can be made regarding the reported event; however, the use of a guidewire other than those recommended in the IFU may have contributed. There is no indication of a relationship to the manufacturing process of the outback based on the device history record review. Therefore, no corrective actions will be taken at this time.